Event description:
The customer reported an issue with the time settings on their device, which was found to be incorrect by more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the device's time settings and advised the customer to monitor the situation. The customer understood and agreed to follow up if the discrepancy reoccurs.